Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer was unable to charge the pump, due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. Additionally, it was reported, that a cartridge alarm occurred, during insulin delivery. The customer's blood glucose (bg) level displayed as "high". Although, specific value was not provided. Customer addressed the elevated bg by manual insulin injection. Customer loaded a new cartridge to resolve the issue.